Event description:
Review of the physician's tablet data revealed that the change in settings was due to a faulted diagnostics test, which resulted in an inadvertent change in parameter settings.

Event description:
It was reported that the patient's vns was interrogated with the physician's tablet and the vns was found to be at the intended output current of 2.25 ma. A normal mode diagnostics was performed and did not show an impedance value and that the output current was listed as 0.00 ma. The physician then used a hhd to interrogate the patient's vns, which was found to be at 0.00 ma. A system diagnostics was performed and a dcdc code of 2 was observed. The patient was programmed to 2.25 ma using the hhd and then interrogated the vns using the newer tablet. The patient was found to be at the correct settings. No additional relevant information has been received to date.